Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported exact symptoms the patient experienced consisted of dizziness and nausea. The cause for the pneumocephalus remained unknown. The patient had gone to the ER (emergency room) on (B)(6) 2014 here she was then diagnosed and treated. The patient was confirmed to now be stable.

Event description:
It was reported that the patient had a pump implanted and then presented back to the hospital diagnosed with pneumocephalus. The health care provider (hcp) wanted to know how this could happen and if there was air in the system when implanted. The pump was recently filled at the reporter¿s clinic after surgery. The type of medication being delivered via the device system was not provided. Hydrocephalus was reported. It was reported this occurred following a new pump and catheter implant. The patient had developed hydrocephalus a ¿few weeks¿ post-implant and the health care provider (hcp) wanted to know if the condition had been reported with other pump implants. It was later confirmed that the patient developed pneumocephalus after implant, not hydrocephalus. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient was told to go to the emergency room (ER) and to see her gastrointestinal (gi) specialist to rule out other possible causes. The patient stated ¿increased pain, like a ruptured cyst¿. The cause of the pneumocephalus was unknown. The patient was seen on 2014-(B)(4) for a follow-up. The patient was stable on the current medication regimen. The device system delivered dilaudid.

Manufacturer narrative:
.

Event description:
It was later reported that the device implanted ¿went smooth¿ and there was no air in the system at all. The reporter stated ¿the implant went smooth just like all the others".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).